Event description:
The customer reported the unit will not alarm even after removing pressure from the sensor pad. The customer replaced the batteries with a new supply and they replaced the sensor pad. The customer did not provide the date when this occurred. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue; the alarm powers up and passes all functional tests. Inspection of the alarm shows that the battery springs are bent; one is bent badly. Note: the instructions for use for replacing the batteries state: hold alarm vertically upside down to prevent battery spring from bending during battery installation. (B)(4).